Event description:
Customer called on (B)(6) 2011 reporting of false low na results for 5 patient samples which were generated and reported out of the lab on a unicel dxc 600 synchron system. Qc was run on all the ion selective electrode analytes (na, k, cl, co2, and calc) prior to the event but the results were low and not within established range. Customer then proceeded to run patient samples, obtained false low na results for 5 patients and reported the results out of the lab. Customer noticed that there was an issue when they realized that the anion gap results were out of range. Instrument was then recalibrated and qc was within established ranges. Samples were rerun and results were amended. No impact to patient treatment was initiated as a result of this incident. Customer provided full instrument printouts of the rerun but only provided hand-written na results from the first run.

Manufacturer narrative:
Field service engineer (fse) replaced the carbon bridge and verified performance according to established procedures. (B)(4) .